Manufacturer narrative:
Follow up emdr for (B)(4): actual device was not returned therefore, results could not be determined due to the lack of sample for evaluation. No conclusion was reached due to the device not being returned.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow-up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Upon following up with end user in reference to complaint, end user's husband stated that his wife is no longer using the bottles as she has had the catheter removed and per her doctors recommendations it will not be reinserted. The end user's husband also stated that his wife "had an infection inside of her cavity and not on her skin. Location of catheter placement and catheter type are unknown. End user has been in the hospital for the past week. End user's husband states that no further information is available and no further contact requested. No sample.